Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device returned to MFR: the device was returned for analysis. Device analysis revealed a damage (flake-off marker) in the femoral marker. Impedance testing shows a good unit wave form. It was observed that the catheter flushed normally when the imaging core was fully retracted and fully advanced. During image characterization testing, a good square image appeared in the ilab system. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Reportable based on device analysis completed on 30-mar-2017. It was reported that lost image occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending (lad) artery. An opticross¿ imaging catheter was selected for use. During the procedure, it was noticed that lost image occurred during pullback from the distal of the lesion. The procedure was completed with another opticross¿ imaging catheter. No patient complications were reported. However, device analysis revealed a damaged marker/flakes-off marker in the femoral marker.